Event description:
The surgeon reported that during a phacoemulsification procedure, he experience a power surge which resulted in about a quarter of the iris being aspirated. In addition, a chamber collapse with vitreous loss also occurred. This was reportedly due to the bss having run out during procedure. A posterior chamber iol was placed in the sulcus and the incision was closed with a single suture. The pt is reported as doing fine.

Manufacturer narrative:
The phacoemulsification machine was tested and evaluated at the customer location by an amo service technician. The system was found to be operating within the specification for the device. Operational support was provided at the clinic by amo.